Event description:
A complaint was received on the 909704 osv ii. On (B)(6) 2016 the shunt was implanted using standard implant technique in a (B)(6) patient. Following insertion of the unit, the patient had issues like swollen ventricles. The surgeon discovered there was occlusion in the valve resulting in a failed patency test. The csf could not be aspirated through the valve distal to the catheter. There was no patient injury however the patient required a second surgery for shunt placement.

Manufacturer narrative:
Integra has completed their internal investigation on 23 aug 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: visual inspection of the received valve unit under magnification revealed no anomaly , the valve was very clean (but no decontamination by hospital was reported) , without any visible residue. The valve was pressure/flow tested and was found within specifications and the complaint is not verified. The device history records of the valve osv ii ref 909704, lot 192878, sn 939488 were reviewed and did not reveal any anomaly. The batch included 12 products and was manufactured in december 2015. No similar complaint was received for a product from this batch. The valve osv ii ref 909704, sn (B)(4) was tested within pressure/flow specifications at time of manufacture. Upon review of integra¿s complaint system from january 2013 - july 5, 2016, a total of seven (7) complaints (including this one) for osv ii valve systems have been reported for obstruction ( after implantation procedure). (B)(4). Conclusion: the customer complaint incident was not verified. The valve became obstructed after a month of implantation. Since it was reported that the valve was obstructed at time of explantation, it is possible that some proteinaceous residues were blocking the valve mechanism, leading to obstruction, and those residues were displaced during the valve manipulations, storage, transportation or decontamination. Early valve obstruction is a known procedure or patient-related complication of valve therapy, as stated in the product instructions for use.

Manufacturer narrative:
Additional information was received on 08 jul 2016: the patient is a (B)(6) female. Her very first shunt was implanted (B)(6) 1992 (pudenz + raimondi) and explanted on (B)(6) 1992 with a revision shunt place - cos (cordis orbis sigma) via a torkildson procedure for isolated 4th ventricle. The patient's underlying medical condition is cysticercosis resulting in hydrocephalus. The very first osvii was inserted in 2007 with a revision with a second osvii on (B)(6) 2016. The revision of this shunt was performed on (B)(6) 2016, and the revised shunt (the one inserted (B)(6) 2016), was found to be blocked. The patient thus presented with signs of raised intracranial pressure, brainstem dysfunction, parinaud syndrome. Her symptoms had improved since the (B)(6) revision.